Event description:
It was reported that the device had a motor rate error. It was unknown when the event occurred. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no external damage. Motor rate error was found in the event history log. Functional testing was able to replicate the reported issue. The root cause was determined to be the worm coupling had little to no grease. The worm coupling was cleaned and proper amount of grease was added. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.